Event description:
It was reported that a (B) (6) male patient was treated for left sided vt who had a vt ablation 7 days prior. Initial voltage and local activation time maps suggested a scarred and poorly functioning ventricle. The physician gained access from both left and right femoral points. The physician also decided to do a pericardiocentesis to gain epicardial access for mapping and possible ablation later in the case. Transseptal puncture was done to gain access to left, artisan and navistar were inserted successfully. The long version of the artisan appeared to be obstructing the nav sensor). The sensor was sufficiently outside the artisan sheath to fam and visualise the navistar but the physician could not visualise the navistar or the ez steer cs catheter. Electro-anatomical points were collected on top of the fam. During this point collection it was noted that the patient had a fluctuating systolic bp ranging from approximately 130 to 60 during stimulation. Pressure recovered fairly quickly post-stimulation. Whilst collecting apical portion of lv data, it was noted that systolic pressure had dropped to 47. Pressure did not stabilise and dropped again to 27 which was when cardiac massage was initiated by the consultants. Initial attempts to stabilize patient were successful but within 20 minutes, systolic pressure had dropped again. The consulting surgeon decided to investigate and discovered a single puncture in the lv from the inferolateral aspect which was sealed before the patient was taken to intensive care. The patient died 6hrs after initial event. The patient had a history of poorly functioning lv with one prior ablation and also had a pacemaker fitted. The prior ablation was unsuccessful as he could not reach the key area within the ventricle.

Manufacturer narrative:
(B) (4). There was no allegation from the hospital towards biosense webster equipment being faulty. Concomitant biosense webster products used during the procedure: ez steer cs catheter with autoid; catalog no.: bd710df282ct, lot no.: unknown. Carto 3 system, model no.: m-4800-01, (B) (4). The ez steer cs catheter with autoid and the navistar thermocool catheter were discarded and were not returned for investigation. A 14f hansen artisan sheath(long), and a fixed st. Jude medical quadrapolar catheter were also used during the procedure.